Event description:
It was reported that the insulation was compromised.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the insulation was compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed a crack in the insulation. Possible root causes are multiple uses of flash sterilization, rapid cooling after sterilization and/or contact with metal tray during sterilization. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.